Manufacturer narrative:
Additional information provided in d.9, h.3, h.6, and h.10. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Two red translucent 0.9 ultra infusion sleeves were visually inspected. Infusion sleeve #1 did not matched the color criteria. The color range for this sleeve is evaluated during inspection and by the supplier prior to shipment to the production facility. The irrigation flow rate with the lab stock 0.9 mm air bubble suppressant mini balance tip and handpiece with the returned infusion sleeves was performed on the console. The infusion sleeves were able to be attached on the handpiece without twisting on the tip. The irrigation free flow rate was within specification. The discrepancy of color did not affect the functionality of the samples. After an analysis of returned sample, the root cause of the customer¿s complaint is related to an error in the supplier¿s manufacturing process. An action was opened to determine root cause and document supplier corrective actions. The supplier has been notified of the complaint issue. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that irrigation failure due to the sleeve occurred during a procedure; there were differences in the appearance and color of the sleeves. The product was replaced and the procedure was completed. There was no patient harm.